Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that during preparation for a case the o-arm would not move past initializing. In the remote desktop everything was homed and ready except for the x-ray detector which was "not ready." The o2 on site was used instead as a result. No patient was involved with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Email received from the manufacturer representative (rep) indicating that the cause of the issue was a damaged interconnect cord.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interconnect cable needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis.